Event description:
It is reported that the device was implanted in 2004 and revised in 2009, due to the tibia being loose. The pt was experiencing pain and his knee was aspirated 4 times prior to the revision surgery.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Two x-rays were returned for review. The coronal view x-ray indicated translucency between the medial tibial baseplate and the medial tibial bone on the right knee. The lateral view x-ray of the right knee indicated some anterior and posterior translucency. These translucencies suggest that the implant may have loosened since implantation, however, without a progression of x-rays it can not be conclusively determined. The device was in vivo for approx 4 years and 7 months. Based on the available info a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.